Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after hearing alert tones. An interrogation found that the right ventricular (rv) lead was alerting for a low pacing impedance. A decrease in both pacing and rv defibrillation coil impedance were noted as well as a decrease in r waves. The right atrial (ra) lead had a decrease in p waves and a perceived reduction in the atrial impedance. Follow up with the company representative indicated that no reprogramming was done as it was thought that the changes in impedance and sensing were due to the patient's health. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.